Manufacturer narrative:
The customer's qc data contained high outliers. The customer stated the issue is no longer occurring. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable hemoglobin a1c result from the cobas integra 400 plus analyzer. The initial result was 18.2% and was reported outside of the laboratory. The result did not agree with the patient's history. On (B)(6) 2020, the same sample was retested with a result of 8.34%. The reagent lot number was 43733601. The expiration date was requested but was not provided.